Event description:
It was reported that on (B)(6) 2011, the patient presented with acute unstable angina with st changes and prolonged chest pain. The patient was admitted around 2:00 p.m. Blood samples were sent for pathological test as the patient had a mild fever. The patient was loaded with 4 tabs of clopidogrel and 350 mg aspirin before the procedure. The angioplasty was done around 4:00 p.m. Predilatation was performed prior to stenting. Two xience v stents were deployed successfully, one in the circumflex, which was 75% stenosed and one in the left anterior descending artery which was 95% stenosed (3.5x15 mm, 3.0x23 mm). There were no complications reported during the procedure and the patient was transferred to recovery; however, during the night the patient developed hypotension and convulsions. The pathological reports suspected malaria. The platelet counts during the night dropped down to 45,000, the dual antiplatelet therapy was stopped and platelets were transfused. The patient recovered from the symptoms of hypotension, but later developed cerebral malaria. The patient expired on (B)(6) 2011. The cause of death was not reported. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Hypotension and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.